Event description:
It was reported that the system had no power. The field engineer noted that the c-arm would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo connector was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.